Event description:
It was reported by service report that the nurse call board was bent in preventing the cable from being able to be connected. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Nurse call pin connector damaged.